Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp helium loss alarm is not able to be c onfirmed. A field service agent serviced the pump and could not duplicate the reported alarm. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for possible helium loss 2 , recurring every 3 minutes was noted. Multiple attempts to troubleshoot was made but alarm persist. The field service engineer ran a 1 hour helium leak test but could not duplicate the alarm. As a result, the side panel was re-aligned, all functions and signals were checked and unit checks out okay. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for possible helium loss 2 , recurring every 3 minutes was noted. Multiple attempts to troubleshoot was made but alarm persist. The field service engineer ran a 1 hour helium leak test but could not duplicate the alarm. As a result, the side panel was re-aligned, all functions and signals were checked and unit checks out okay. There was no report of patient complications, serious injury or death.